Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the pulse generators header. The device was not used and a replacement was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed that is was difficult to insert the test lead into the pulse generators header and the insertion force used to insert the lead was out of specification with the product.